Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer reported that a single port needle driver instrument on the patient side manipulator (psm) arm 2 was not responding to commands. The issue was identified after the ports were placed. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed the error. The tse instructed the caller to remove the sterile adapter (sa) and check again. The customer switched to a different instrument, which resolved the issue. The jaws of the instrument were not stuck on the tissue when the problem occurred. The procedure was completing with a delay of less than 15 minutes, and there was no harm to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the needle driver instrument installed on the psm arm 2 experienced issues where its movements were diminished and it moved in the opposite direction than commanded by the surgeon. The instrument will be returned to intuitive for further inspection. Upon removal and inspection, no damage or issues were observed with the instrument.

Manufacturer narrative:
The issue was resolved when the customer removed the sterile adapter and tried again. The customer used another instrument and was able to complete the procedure. No site visit was required. As of the date of this report, the single port needle driver instrument has not yet been received by intuitive surgical, inc. (Isi) for evaluation.